Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to low out of range pacing impedance measurements below 200 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that the system exhibited high pacing thresholds in both the rv lead and right atrial (ra) lead channels. Ts suspected gate oxide effect since the pacemaker was recently implanted and recommended replacement of both the rv lead and device. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to low out of range pacing impedance measurements below 200 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that the system exhibited high pacing thresholds in both the rv lead and right atrial (ra) lead channels. Ts suspected gate oxide effect since the pacemaker was recently implanted and recommended replacement of both the rv lead and device. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.